Manufacturer narrative:
(B)(4).

Event description:
The pt experienced heating around the neurostimulator (ins) during an MRI of his stomach and had it replaced. It felt hot around the ins and lead location. The ins was on prior to the MRI. The ins was located in the buttock. It was noted that he had a knee replacement and experienced heating around his knees. Additional information has been requested.